Manufacturer narrative:
(B)(4).

Event description:
The patient has two leads with the same lot number. It was reported the patient is not receiving effective stimulation. X-rays determined both leads have migrated. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent lead revision on (B)(6) 2016. The existing leads were repositioned back to their intended location. Intra-operative testing presented with high impedances. Reprogramming was able to resolve the issue and the patient now receiving effective stimulation. (Reference MFR 1627487-2017-00352 for high impedance)